Event description:
(B)(4) clinical study. It was reported that angina and restenosis occurred. In (B)(6) 2010, the subject presented due to unstable angina which was diagnosed as myocardial infarction and was referred for cardiac catheterization. Target lesion #1 was a de-novo located in the proximal left anterior descending artery (lad) with 70% stenosis and was 18 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with direct stent placement using a 3.50 mm x 20 mm promus element stent, with 0% residual stenosis. The lesion extends and stent placed from proximal to mid lad. Three days after, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2013, the subject presented with angina. 9 days after, the subject underwent elective coronary angiography. The angiography revealed "minor isr in proximal lad stent". The event was considered not recovered or not resolved.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).